Manufacturer narrative:
A system service check out of the medrad® avanta fluid management injector system (sn (B)(4)) by bayer service found the injector to perform to specification. The disposable products used during the procedure were discarded; however, the lot numbers were identified by the site. Product analysis performed functional testing on retained samples from those lots and the samples performed to specification. The site accepted applications retraining by a bayer clinical support specialist and this retraining was completed on august 5, 2016. During the retraining the site staff stated that a review of the case images illustrated air in the patient catheter prior to injection suggesting that the likely cause of this event was user error.

Event description:
The site reported the following: after the first contrast injection performed in the course of a coronary angiogram procedure where the catheter was placed in the left main coronary artery, a significant amount of air was visualized on the fluoroscopic screen while a patient was connected to a medrad avanta fluid management injector system. The patient reportedly exhibited hypotension, then bradycardia which was followed by asystole. CPR was initiated and the patient was resuscitated after receiving an injection of epinephrine and one cardiac defibrillation. The patient was observed in the cardiac care unit and then transferred back to another medical facility; however, the site reports that the patient is "neuro deteriorated."